Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that she looked at the insulin pump and it was totally blank. She stated it was dying without warning. Customer's blood glucose was not known. It was stated the battery had not been previously used, the insulin pump was not dropped or bumped, and there had not been unattended alarms. Furthermore, customer stated the battery cap was not loose, cracked, or damaged. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted during testing. The low battery indicator alarm functioned properly during testing. The device had minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip.